Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps instrument was observed to have a broken conductor wire (black). The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that instrument was inspected prior to used and there was not any damage out of the ordinary. They were grasping tissue during a benign hysterectomy was being performed when the issue occurred, and the black cable appeared to be broken in half. After identification of the issue the instrument was not used. There was no thermal damage at the site of breakage, arcing was not observed, and it is unknown if there was any instrument collision. After the issue identified, the surgeon checked by camera. No fragment was observed in the body. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. The complaint regarding a damaged conductor wire was confirmed by failure analysis. The probable root cause is attributed to grip dislodgement.

Event description:
Refer to h11 for follow-up information.